Event description:
The customer called and reported experiencing high blood glucose in the 400 to 599 mg/dl range. Customer stated she had woken up with low blood glucose, treated for this, and woke up with high blood glucose. The customer also stated when her blood glucose went low a few times, she was unable to detect it. The customer declined to be connected to the help line for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.